Manufacturer narrative:
Correction: a medtronic representative reported that the instrument was unable to verify.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), a 70 degree curved suction could not be recognized. A back up suction was used to complete the procedure. There was no delay to procedure. No impact on patient outcome. After procedure, a site representative was able to replicate the reported issue.

Manufacturer narrative:
Further review found that the reported event was related to instrument verification during setup, and the reported issue was unlikely to cause serious harm. The initial MDR was submitted in error, and the reported event should not have been considered a reportable malfunction.

Manufacturer narrative:
Device code was corrected. The curved suction was returned to manufacturer for evaluation. The testing found that the returned curved suction had difficulty verifying when attached to a known good tracker, returning a divot error of 1.8 mm to 2.1 mm. If information is provided in the future, a supplemental report will be issued.